Event description:
Healthcare professional initially reported left side capsular contracture baker grade unknown. Healthcare professional later reported exchange due to patient¿s concerns with the product and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/may/2005. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: brown particles on the shell are observed. Wear abrasion is observed. Crease fold is observed. One opening on posterior side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional initially reported left side capsular contracture baker grade unknown. Healthcare professional later reported exchange due to patient¿s concerns with the product and capsular contracture baker grade IV. Device has been explanted and replaced.